Event description:
It was reported patient had a revision of right knee due to pain, and a loose femoral component.

Manufacturer narrative:
The catalog number and lot code were not reported. The device was reported as an unknown size 4 cr femur. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device is not available.